Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. A conclusive cause for the reported patient-device incompatibility (wall apposition) in addition to the reported patient effects of stenosis and serious injury, and the relationship to the product, if any, cannot be determined. The information received in the complaint was obtained through a proactive literature search. Specific part and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. Factors that may contribute to the performance outcomes listed in the article include, but are not limited to, device to patient interaction, patient anatomical conditions, deployment technique, product size selection, device to user interaction and manufacturing or material issues. Due to the limited information available, the exact cause cannot be determined. The reported patient effects of stenosis and serious injury are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, d6: estimated dates d4: the UDI number is not known as the part and lot number were not provided. Literature attachment "a randomized prospective study investigating the relationship between post-pci wall shear stress and 12-month neointimal healing: the shear-stent study".

Event description:
It was reported in an article summary that the shear-stent trial is a multi-center randomized investigator-initiated study investigating the influence of wall shear stress (wss) on neointima healing in angulated arteries. Angulated arteries are targeted as stent design is expected to have greater impact in these vessels. Patients with stable ischemic heart disease or acute coronary syndrome undergoing clinically indicated percutaneous coronary intervention (pci) were randomized at the time of procedure using simple randomization procedures to either the xience xpedition stent or a non-abbott stent. A final total of 86 patients were enrolled and randomized in the shear-stent study from may 2014 to march 2020 and 41 were treated with xience xpedition and 45 were treated with the non-abbott stent. Patients underwent serial optical coherence tomography (oct) imaging post pci and at 12-months. Patients underwent baseline oct, post-stent oct, stent optimization per local protocol, and a final documentary oct imaging using the dragonfly oct catheter. Angiography was combined with oct to generate post-stent vessel reconstructions. Wss was calculated using computational fluid dynamics. Sixty patients met inclusion criteria and had adequate oct image quality for analysis. There were 3 noted rotation artifacts in oct. Neointimal thickness (nit) at 12-months was 0.09 mm. There was no difference in frame level nit or post-stent wss between the two stent groups. All pci procedures were performed without complications. Five patients were excluded due to absence of or inadequate oct image quality. It was noted that the non-abbott post stent diameters were significantly larger than the xience xpedition stents and the non-abbott stents had smaller post stent residual stenosis. A significantly greater reduction in minimum lumen diameter (mld) [stenosis] with the non-abbott stents compared to xience xpedition between post stent and 12-month follow up was observed. This is the largest prospective study using oct to assess the relationship between wss and nit in two contemporary des implanted in angulated arteries. There was no significant difference in wss or nit between the two stent platforms. Additional information can be found in the article "a randomized prospective study investigating the relationship between post-pci wall shear stress and 12-month neointimal healing: the shear-stent study".